Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report on behalf of the patient cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.